Event description:
It was reported to philips that the device displayed a red x and was chirping. The ops check was failing the leads test but would provide a 12 lead. They replaced the trunk cable due to a cable failure during the ops check. During the night they got a red x and chirp, and the power on message was service device. There was no reported patient involvement/adverse patient impact.